Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was not powering on. In addition, the pt reported that the subject meter had also prompted an "error 1" and "pc" message. Per the onetouch ultrasmart owner's booklet, the "error 1" message appears if there is a problem with the meter or if the meter needs to be reset. The medical affairs specialist spoke with the pt on four days later and obtained the following info. The pt reported that on the morning of original date, prior to testing, he dropped the subject meter into a puddle of water. When he attempted to use the meter after this incident, the pt claimed the subject meter initially prompted an "error 1" message and then a "pc" message before it stopped powering on. Despite not being able to test his blood glucose, the pt reported he took his usual dose of 45 units of lantus insulin and 31 or 32 units novolog insulin (based on a sliding scale) that morning. At 11:00am that morning, after the alleged issue began, the pt claimed he developed symptoms of shaking and sweating and treated self with a candy bar. At time of troubleshooting, the pt informed the customer care advocate (cca) that the subject meter had been dropped in water. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.